Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The patient reported that they are charging too often. They stated that it currently takes 3-4 hours to fully charge the implantable neurostimulator (ins), and it is only lasting 3-4 hours before it will be empty. The rep was with the patient at the time of the report and it was noted that the patient was charging with excellent coupling. The rep was unable to check the ins with their tablet yet, as the ins charge level has been in the red for 20 min. The rep indicated that the patient was programmed to 1.5ma, 500us, 500hz, and what sounded like a double guarded cathode. It was reviewed that those settings wouldn¿t cause the patient to have to charge their ins every 3-4 hours. It was noted that the patient hadn¿t changed their recharging speed at all. It was reviewed to coach the patient to not wake the controller up frequently during recharging. The patient did indicate that they wake up the controller some during recharging. No further troubleshooting could be done at the time of the report, as the ins was still discharged. The rep mentioned meeting with the patient again once the ins was fully charged for further troubleshooting. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they saw the patient, and after reviewing the recharge report, it looked like the patient was not getting good coupling while recharging. The rep stated that they gave the patient tips on how to get good coupling bars. No further complications were reported or anticipated.